Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive all buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing.

Event description:
It was reported that the insulin pump had a keypad anomaly. Blood glucose value was 97 mg/dl at the time of the incident. The caller stated that they were unable to get insulin delivery due to keypad anomaly. Troubleshooting was not able to be performed. The keypad anomaly was not fixed. The insulin pump will be returned for analysis.